Manufacturer narrative:
Date rec¿d by MFR :05jun2019. A central processing unit (cpu) was return for analysis. Visual inspection of the central processing unit (cpu) board revealed no evidence of damage or contamination. The cpu board was tested and no failures were identified submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. (B)(4). No phone number provided. The service engineer (se) inspected the device and replaced the cpu pcba to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator had a central processing unit (cpu) printed circuit board assembly (pcba) analog to digital converter (adc) failed error code. No patient involvement.